Event description:
It was reported by svc report that one of the headend siderails would not latch. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail assembly.